Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a colonic dilation procedure performed on (B)(6) 2018. According to the complainant, the balloon protective sleeve was not removed from the balloon prior to use and was accidentally left inside the scope. The scope was reprocessed and was reportedly used on eight patients before the piece was discovered inside the scope. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.